Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During cautery activation, the error c-34 error was found on the iesu confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe stopped working during the surgery. When the surgeon attempted to activate monopolar energy, error c-34 appeared. No monopolar energy was delivered. The tse verified the presence of erbe errors in the logs. The customer stated that prior to the call, the erbe had been restarted, the energy cords were replaced, and the grounding pad with a cable was replaced. The error persisted. The tse spoke to the consultant surgeon to inform them of the situation. The customer took over the call and the tse guided the customer to find a force triad generator. The customer found a force triad unit, but did not locate the interconnection cable (part#: 371716). The tse informed the customer that the force triad may be used with its own pedals, even though it may be inconvenient for the surgeon. The customer stated that she would end the call and call back for further assistance. The tse dispatched the complaint for erbe replacement before the customer called back and would be updated with the procedure outcome after the customer called back. The tse noted that the system was still in use with instruments installed and the surgeon was actively using the instruments. The customer called back to report that they were using the force triad for monopolar but the erbe for bipolar, as bipolar energy still worked. The surgery had resumed. The customer requested the field service engineer (fse) to call them with an estimated time of arrival for the repair. The tse informed the customer that the fse would be asked to call them back. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The procedure was successfully completed robotically using the force triad connected to the stack with an interconnection cable. Patient demographics were provided.